Manufacturer narrative:
(B) (4).the serial number(s) of the affected iw931aeu units are (B) (4) and (B) (4) accordingly with corresponding manufacture dates of 01/09/2009 for both devices. The broken components of the subject iw931aeu units are currently en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon receipt of the device components and following completion of the investigation into the cause of the event.

Event description:
A distributor in (B) (6) reported to fisher & paykel healthcare that during the assembly of 2 new units of the iw931aeu cosycot infant warmer, the pivot securing nuts were found broken. These units were being assembled at the distributor's premises, prior to delivery. No pt consequence was reported.